Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. A crack is observed at the 3mm luer lock level."

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc, ¿the luer lock cracked while injecting and the solution came out.¿ patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: ¿ "juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc, ¿the luer lock cracked while injecting and the solution came out.¿ patient contact was made. No injury to the patient, staff, or injector. The packaged needle was used for the injection.